Event description:
It was reported that alarm 01 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to load a second, new cartridge, which was done successfully, allowing for the resumption of insulin.